Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, reference MFR. Report#: 3006705815-2018-01719, reference MFR. Report#: 1627487-2018-06701. It was reported ((B)(6)) the patient lost therapy approximately 6 weeks prior. The patient underwent surgical intervention where it was noted the extensions had disconnected from the ipg header. There were electrode contacts lodged within the ipg header therefor the physician decided to replace the extensions and ipg with new ones. The patient is now receiving effective therapy.